Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies) and spinal pain indications. It was reported that the patients battery was dead due to typical eos so I was not able to read the battery to check the leads. There were no known factors that contributed to the issue. Once the battery was swapped, the rep checked the lead connectivity and impedances. The second lead when trying to connect was showing a poor connection for 6 of the 8 electrodes, all but electrode 13 and 14. When the rep ran an impedance check all electrodes showed high impedances and notified the rep to avoid when programming. Due to the patient stating they were previously getting good relief when the battery was running it was decided they would work with the one lead and see what coverage they could get before discussing a possible revision. The issue was not resolved. It was indicated that the patient would not be programmed and the battery would not be turned on until their post-op appointment. Additional information was received from the manufacturer representative (rep) reporting that the specific high impedance readings seen was electrode 8-15 were all showing greater than 20,000 ohms and electrodes 11 and 15 were showing greater than 40,000 ohms. It was reported that the patient¿s post-op appointment was scheduled for 3/28 at 3pm. The patient¿s weight at the time of the even was unknown. Additional information was received from the rep following the patient¿s appointment on 3/28, reporting that the pw as programmed and seemed to be getting good coverage with just the one lead. The patient was going to reach out if they had any concerns with their therapy. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. It was reported that the patients battery was dead due to typical eos so I was not able to read the battery to check the leads. There were no known factors that contributed to the issue. Once the battery was swapped, the rep checked the lead connectivity and impedances. The second lead when trying to connect was showing a poor connection for 6 of the 8 electrodes, all but electrode 13 and 14. When the rep ran an impedance check all electrodes showed high impedances and notified the rep to avoid when programming. Due to the patient stating they were previously getting good relief when the battery was running it was decided they would work with the one lead and see what coverage they could get before discussing a possible revision. The issue was not resolved. It was indicated that the patient would not be programmed and the battery would not be turned on until their post-op appointment. Rep reported they saw patient on friday and was no longer able to get him feeling stimulation on the one good lead they had to work with. The patient mentioned he has had a couple big falls recently, which rep is assuming is the cause of the issue. The patient has decided to move forward with a lead revision but it has not been scheduled yet.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead, ubd: 16-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead revision has been scheduled for may 31st.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260 serial number: (B)(6) analysis found the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Product ID 977a260 serial number: (B)(6) analysis found that the 0-7 conductor(s) were broken; 26.1 cm from the distal/proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2015, explanted: (B)(6) 2022. Product type: lead. Product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6), implanted: (B)(6) 2015, product type lead product ID 977a260 serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the patients leads were revised tuesday, 6/21. Both leads were removed and two new leads were placed. While attempting to remove the leads, one slid out fine and while the secondwas being removed it snapped in half. The rep to return leads for analysis. Tracking number provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.